Event description:
It was reported that there was high thresholds on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2011 (B)(6); 694758 implantable tachy lead implanted: 2007 (B)(6). (B)(4).